Manufacturer narrative:
MDR 2517506-2020-00277 was filed for the same event. The customer contacted the siemens customer care center (ccc) about a falsely depressed cardiac troponin I (tnih) result obtained on a dimension exl with lm instrument. Siemens healthcare diagnostics headquarters support center (hsc) has reviewed the information provided and the instrument data. No product non-conformance was identified with the assay or the instrument. There were no process errors that indicated an instrument issue and no other samples produced the sample atypical aspiration profile. A siemens customer service engineer (cse) checked the level sense and clog detect sensor of the instrument and found no issue. The system check data, calibration data and quality control (qc) were within expectations which indicate an instrument issue was unlikely. The system is operational. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. (B)(4).

Event description:
A discordant, falsely depressed cardiac troponin I (tni) result was obtained on a patient plasma sample on a dimension exl with lm instrument. The discordant result was reported to the physician and was questioned. The same sample was reprocessed the same day on the same instrument and a higher result was obtained, considered correct and reported. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant depressed tnih result.